Manufacturer narrative:
Other text: additional information provided in h3, h6, and h1. Device evaluation: during visual inspection it was found bottom case seal was removed and plunger head seal is intact. Bottom case cracked by the battery compartment and by the pole clamp. Broken tube holder and visible contamination. The event history log found syringe plunger not in place error several times. Plunger board loose from glue and q1 chip on the plunger board is broken off from the board. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device was last serviced in (B)(6) 2022 which is unrelated to the customer's complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed plugger sensor fail. No patient injury reported.